Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was changing the reservoir and it broke off in her insulin pump and got insulin in the reservoir compartment. The blood glucose reading was 212mg/dl. No further information was provided.